Manufacturer narrative:
The investigation into this event is on-going. It is not known at this time if the used port will be returned to angiodynamics for evaluation. Upon completion of the investigation a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(6), catheter component of a port which had been inserted in 2016 fractured 5 cm from the port during removal (end of treatment) in (B)(6) 2018. The catheter had to be removed by a vascular surgeon. No further complications were reported.

Manufacturer narrative:
As no lot number was provided, a ship history report (shr) was generated for item number (B)(4) in order to determine the last three lots shipped to the reporting customer in the six months prior to the procedure date. The three lots obtained through the shr were ((B)(4)). The device history records for the lots obtained through the ship history report (packaging lots) were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured/migrated. " no adverse trend was indicated. The port was returned with 3cm of catheter attached to the port. The blue boot was attached to the catheter and connected to the port outlet tube. The catheter had a jagged fracture at the 3cm mark and a stained appearance. The ID and od were measured and found to be within specification. The reported complaint description is confirmed for catheter tubing fracture at the 3cm mark. Based on the location of the fracture at the port body junction, the fracture's jagged appearance, and the fact that the device was 2 years in situ, the likely root cause of the failure is flexural fatigue. The rest of the catheter was found to be normal in appearance and measured within dimensional specification. ((B)(4))